Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus process, which was resolved by an infusion set change. The blood glucose reading was 118 mg/dl. The customer's mother stated that the insulin pump alarmed no delivery again after the infusion set change during a manual prime. The caller stated that she switched the tubing again from the current insulin pump to an old insulin pump; he did not receive a no delivery alarm from the old insulin pump. The customer's mother stated that she would return the infusion set and reservoir for analysis. She stated that she was unable to troubleshoot the insulin pump with the current infusion set because the customer was using the old insulin pump. She was advised that the reservoir and infusion set be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.